Event description:
Related to #2183959-2011-00102 and #2183959-2011-00103. Clinical study patient (B)(6) was implanted with a perigee on (B)(6) 2008. Reportedly, on (B)(6) 2010 the patient had a perigee mesh removal procedure due to infection. This procedure was done by a non-study physician when she presented to the hospital with severe pain and vomiting. She was hospitalized for 8 days. The patient reported to the study site that had a "severe infection that had been growing for along time and that they removed her bladder sling." No further information is available.